Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. The cause for the pulse test failure was isolated to intermittent bga connections on processors u1004, u1005, u900, and u901 on the monitor c/a board. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the damaged components. The last person to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.